Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 113 mg/dl at the time of the incident. The customer stated the insulin pump was flashing, beeping and vibrating. The customer was advised the insulin pump will be replaced. The insulin pump was returned for analysis.